Manufacturer narrative:
(B)(4). The sample was received on an unspecified date in the second week of (B)(4) 2014. The device was received for evaluation by the baxter product analysis laboratory (pal). The event history log review was performed. The review of the log did not reveal any issues that could be related to the reported issue. There were no keystrokes, device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The service history record revealed no service history on the device in more than one year. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Prior to death, the patient had fallen ill and was hospitalized. That same day, the patient passed away. The cause of death was unknown. It was not reported if therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The return process for the device has been initiated. Upon receipt of the device, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.